Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet system with a 23 in 6 mm contact detach infusion set, with a highest recorded blood glucose of 359 mg/dl lasting approximately seven hours despite a supply change and minimal food intake, and the bionic circle app did not provide high or low alerts during either a separate low event or the prolonged high event. Symptoms included none reported. Outcomes included no outside assistance and no medical intervention. Investigation included troubleshooting and education with the user regarding site and supply changes and review of device performance based on user report. Investigation of this case revealed an unclear cause for the hyperglycemia and lack of alerts, with no site abnormalities observed by the user and no ketone testing performed, and the low event was corrected with oral glucose. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.